Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. It was reported the devices were deployed with no issue. Upon removal of the gore dryseal sheath, the sheath reportedly dissected the right femoral artery. It was reported the femoral artery was fragile, but the exact cause of the dissection is unknown. The femoral artery was surgically repaired with a patch, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this is lot met all pre-release specifications. The cause of the dissection in unknown.